Event description:
In 2008, this patient presented with an infrarenal abdominal aneurysm and was to be treated with gore excluder aaa endoprostheses. The 18 fr gore introducer sheath could not be advanced beyond the right iliac-hypogastric bifurcation. After multiple sheath advancements were attempted on the patient's right side, endovascular repair of the aneurysm was aborted and the patient was converted to open repair. The calcified stenosis was noted as preventing sheath advancement. The physician stated that the patient was suitable candidate for open repair. The patient tolerated the procedure and is in stable condition.

Manufacturer narrative:
The lot number was not provided, a review of the manufacturing records for the device to verify that the lot met all pre-release specifications could not be conducted. Conclusions - according gore introducer sheath with hemostasis valve instructions for use, the recommended iliac diameter for an 18 fr sheath should be no smaller than 6.8 mm.